Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. It was reported that a backup alarm failure had occurred. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
It was reported that a backup alarm failure had occurred. At the repair center, the reported issue was unable to be duplicated. The error code was confirmed in the event log and therefore the central processing unit (cpu) printed circuit board assembly (pcba) was replaced as a recurrence preventive measure. The reported issue was unable to be duplicated. The cpu pcba was replaced as a recurrence preventive measure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.